Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endorcarditis. Per the health care provider, the explant was not related to any device malfunction. The infection source was indicated to be (B)(6). According to the consultation report, the surgeon noted that this is the same (B)(6) that he had at the time of his original endocarditis. The surgeon felt that the permanent pacemaker that he had placed approximately 3 years ago in the left subclavian region may be at fault. The old valve was removed and replaced with another edwards bioprosthetic valve. The patient was discharged in satisfactory condition.

Manufacturer narrative:
(B)(4). Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the patient had positive blood cultures for the same (B)(6) that he had at the time of his original endocarditis. The health care provider noted that this was likely the result of the permanent pacer that was placed approximately 3 years ago. No further actions are being taken.